Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer discovered questionable results for an unknown number of patient samples for multiple assays when the qc performed afterward was out of range. Of the data provided, only the thyrotropin (tsh) results were discrepant. The repeat testing was performed on another analytical e module analyzer. Patient sample 1 original result was 3.27 iu/ml and repeat result was 5.47 iu/ml. Patient sample 2 original result was 2.72 iu/ml and repeat result was 4.51 iu/ml. Patient sample 3 original result was 3.28 iu/ml and repeat result was 5.60 iu/ml. Patient sample 4 original result was 2.69 iu/ml and repeat result was 4.98 iu/ml. The original results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events. The tsh reagent lot number and expiration date were requested, but were not provided. The field service representative found a hole in the pinch valve tubing and replaced all four pinch valve tubings. He performed initialization, air purge, reagent primes and mechanism checks successfully. The customer ran calibration and qc with result within their specifications.